Event description:
Boston scientific received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) was unable to establish telemetry. The pacing system analyzer (psa) and wand were changed out to rule out the possibility of incorrect programmer or wand positioning, however no magnet rate or device monitoring could be established. The physician could not confirm that the device was capable of performing it's essential function, therefore the patient was subsequently hospitalized for monitoring purposes. A revision procedure will be performed in the near future to change out the device. No adverse patient effects were reported.

Manufacturer narrative:
To date, the revision procedure has not yet been performed. Once the revision procedure is completed the device will be returned to .boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted that the overstress damage observed was due to body fluid that was present in the antenna feed thru wire area of the header. The body fluid provided a path between the feed thru wire and the case during shock delivery. It cannot be determined how the body fluid reached the feed thru area of the device. This device was manufactured prior to the header adhesion enhancements that were incorporated in manufacturing. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. No telemetry was verified and was a result of a depleted cell caused by overstress damage. A series of electrical tests was also performed, and again, no telemetry was observed. The device was archived at boston scientific.